Event description:
Pt presented with pain in right hip and was diagnosed with femoral component loosening due to failed right femoral stem total hip replacement. Right total hip arthroplasy revision, femoral component only.